Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the subject device broke in half (0.4 inches) from the distal tip. The issue occurred after completion of a therapeutic ureteroscopy procedure. There were no reports of patient harm.